Event description:
It was reported that the patient presented to the emergency room after experiencing syncope. The patient's heart rhythm was 30 beats per minute. The pulse generator exhibited backup operation and no output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode due to multiple flipped bits. The device was at elective replacement indicator (eri) and was successfully downloaded. After replacing the battery, normal function ensued.